Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 400 mg/dl. Customer also stated that the insulin pump had no delivery alarm. Trouble shooting was performed for no delivery alarm. Customer was advised to remove the reservoir from the insulin pump and rewind and advised to run manual prime with empty insulin pump until piston reaches end of travel. Insulin pump alarmed with no reservoir. Customer has a plunger available. Customer was advised to remain discontinue and push insulin slowly through the tubing. Customer reports insulin exits the tubing. Customer declined trouble shooting for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump and reservoir will not be returned for analysis.